Event description:
It was reported that this pacemaker exhibited right atrial (ra) oversensing on a stored electrogram (egm), resulting in inappropriate atrial tachy response (atr) episodes. A pervious signal artifact monitoring (sam) event was observed resulting in the minute ventilation (mv) feature being disabled. This pacemaker remains in service. No adverse patient effects or symptoms were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.